Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the gas delivery system was replaced, and the issue was resolved.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not stay in standby mode. The device was in clinical use when the issue occurred. The device was removed from service. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator would not stay in standby mode. During troubleshooting, the rse informed the customer the issue could be caused by a failure with the air flow sensor on the flow sensor assembly. The biomedical engineer reported that they had a spare gas delivery system (gds), and would attempt to install the part to see if the issue would be resolved. The customer was also provided with the part numbers for a replacement flow sensor assembly, and gds. The investigation is ongoing.